Event description:
The customer reported that the buttons were not responding. The blood glucose reading was 237mg/dl. Troubleshooting was performed, and the customer stated that the numbers were not ramping on their own. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. The device was unable to prime during the prime test as a result of a loose/protruded drive support disk. The device was received with missing end cap sticker and scratched display window.